Event description:
Spontaneous, friday night, pt realized pump was not functioning. She states that screen was functioning but even when running the pump, medication was not being delivered. Pt states even when tubing detached, the pump would not run. Pt states she felt a little dizzy but is fine now. She promptly went home and used her other pump. Charging batteries did not work. She has been using only one pump since friday. Advised pharmacy would courier pump, sn (B)(4). Will ship new pump. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Actual device available to be returned. Was device replaced? Yes. Reported to (B)(6) by pt/caregiver.